Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records.

Manufacturer narrative:
H6: code e2402-used to capture inability to cannulate the gate due to a narrow aortic neck, which led to the need to perform an aui/fem-fem bypass procedure. H6: code c21 - results pending completion of product history review. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023 a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. During the treatment, an entry of a contralateral gate was compressed and cannulation into the gate was unable to be performed. The physician decided to perform an aorto-uni-iliac (aui) and a femoral - femoral bypass. Additionally a cuff was implanted at around a flow divider. A right common iliac artery was plug embolized using avp ii 16 mm. A digital subtraction angiography revealed only a type ii endoleak from a lumbar artery. The physician decided to monitor the type ii endoleak. The femoral - femoral bypass was performed successfully. The patient tolerated the procedure. The physician stated that the lower end of the proximal neck and the entry to the aneurysm were narrow. Although he had intended to place the flow divider so that it would not be located in that narrow area, he was unable to avoid the area as much as he had planned.